Manufacturer narrative:
Retainer ring = black. The customer alleged high bg's and rise limit anomaly. Missing segments/partial display (reason code). Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0868 inches. No missing segments/partial display noted during testing. Device communicated properly with the guardian 2 link and the glucose sensor simulator. No communication anomaly or calibration anomaly noted. On sensor settings, selected high settings, then setup and activated rise alert. After warm up and calibration was completed, the insulin pump properly displayed the test bg value on the pump screen. The rise alert functions properly during testing (displaying the up arrows). Device alarmed "rise alert - sensor glucose rising rapidly" on display screen with audio alerts. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus. Device passed the functional testing. Unable to confirm alleged high bg's. Missing segments/partial display was not confirmed. Rise limit anomaly was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had got rise alert for blood glucose. Customer stated that they don't saw any arrows on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.